Event description:
It was reported that the surgeon was attempting to insert an aq2017v silicone three-piece lens. The surgeon felt the lens had not been loaded properly so ejected the lens onto the sterile field to be reloaded, but the lens was torn. The cartridge touched the pt's eye, but there was no contact with lens. There was no pt injury.